Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing painful rib stimulation due to the lateral movement of the lead. The patient underwent a revision procedure and was reportedly doing well postoperatively.